Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿high metal ion levels after use of the asr device correlate with development of pseudotumors and t cell activation¿ by nils p. Hailer dr, med, et al, published by clinical orthopaedic related research (2014), vol. 472, pp. 953-961, was reviewed. This article analyzes the authors following hypotheses: (1) patients with pseudotumors have higher blood cobalt and chromium concentrations, (2) elevated cobalt and chromium concentrations correlate with increased activation of defined t cell populations, and (3) apart from metal ion concentrations the potential confounders of patient age, high cup inclination, and small implant size are risk factors for development of pseudotumors. The authors reviewed a total 84 hips: 68 asr resurfacing, 10 asr thas with uncemented unknown stem, 4 competitor systems implanted between 2006-2010. Femoral resurfacing components were cemented with depuy smartset hv cement. Patients were examined using ultrasound and whole blood levels of co and cr. Results of immunologic analyses were investigated separately for patients with and without pseudotumors. Pseudotumors were found in 25 hips (35%) and were more common in women. Cobalt and chromium concentrations were greater in patients with pseudotumors than in those without. Specific levels of co and cr were not given. The ranges given were cr up to 15.2 ppb and co up to 35.7. Results: 17 cups with inclination greater than 50 degrees 25 pseudotumors with median size 10 mm 9 revisions due to pain, symptomatic pseudotumors, unspecified loosening, or femoral neck fracture. 2 additional patients scheduled for revision surgery. The patient with or scheduled for revision had decreased hip range of motion and pain associated with the pseudotumor formation. Elevated blood metal ions in patients with pseudotumor and those who had revision surgery. Elevated inflammatory markers in an unspecified number of patients. This included white blood cell increase, which the authors note was not an indication for infection. The authors note that there were no infection or dislocations experienced in this study group. The authors did not examine the products explanted in the 9 revision surgeries. The authors do not give the specific location for component loosening nor do they provide information to specify which hips system is associated with the adverse events. Captured in this complaint: asr resurfacing and asr-xl with uncemented stem. Smartset cement for loosening, interface unknown. "